Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. The balloon, markerband, and proximal bond were microscopically inspected. Inspection revealed a pinhole in the balloon material, on the proximal edge of the distal markerband. Inspection of the remainder of the device revealed no other damage or irregularities. There is no indication the device was inflated over its rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilatation. First inflation was performed at 12 atmospheres and second inflation at 16 atmospheres. However, on the third inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilatation. First inflation was performed at 12 atmospheres and second inflation at 16 atmospheres. However, on the third inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.